Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison the laboratory inr result. Results are as follows: the patient's therapeutic range was 2.0 - 3.0. The time between testing was five (5) minutes between the inratio testing and approximately two (2) hours between the second inratio test and the laboratory test. The patient's warfarin was increased from 5mg to 8 mg daily based on the laboratory inr result. There was no additional information provided.